Event description:
It was reported that the user experienced recurrent hypoglycemia and hyperglycemia while using the ilet, with a lowest glucose of 39 mg/dl and a highest glucose of 401 mg/dl over approximately 7.5 hours; the user attributed lows to the pump overcorrecting highs when meals were not announced and chose to remain disconnected after a dry supply change while planning a factory reset. Symptoms included shakiness and restlessness during the event. Outcomes included the need for self-treatment with oral carbohydrates for low glucose and subcutaneous insulin injections for high glucose, without outside assistance or medical intervention. Investigation included troubleshooting and user education, including guidance on supply change and alert management. Investigation of this case revealed device performance consistent with overcorrection in the context of missed meal announcements, with no additional device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.